Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened quick serter was tested and it passed per specification, trigger buttons did released properly.

Event description:
It was reported that the customer's blood glucose level was 429 mg/dl. Her infusion set was sticking to the side of the serter. The product will return. Nothing further to report.